Event description:
Customer received a blood glucose result of 125mg/dl. The customer was given normal amount of medication (15 units of novolin in the evening. The customer went to bed and woke up in the middle of the night acting strange and then was unconscious. 911 was called and when paramedics tested the customer blood glucose they received a result of 36 or 37 mg/dl. A tube was placed in their mouth and the customer was given an IV. The customer did not go to the hosp. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.